Event description:
It was reported to agilent technologies that the pt had extreme bradycardia (heartrate less 30 beats per minute. The physician did not recognize an audible visible alarm at the central station.